Event description:
Rectal stump leak. Pt with height of 71 inches, was admitted to the hosp. On the same day pt underwent a total abdominal colectomy with construction of end brooke ileostomy with rectosigmoid hartman's pouch. Post-operatively, pt spiked a fever on october 7th, 10th and 11th, 1999. Both blood and urine cultures were negative. In 1999 a gastrografin enema were done which showed an opening of the stem ( the reporting site has been queried for clarification of this statement, to date facility has rec'd no reply) with no drainable collections. Pt was started intravenously on zosyn and the fever subsided. In 1999 a repeat CT scan was done and showed overall appearance that the abdomen had improved slightly since earlier in 1999 with there being less frank extravasation of contrast. The pt was changed to oral antibiotics and discharged in 1999, afebrile and instructed to take augmentin 875 mg twice daily for 30 days. In 1999 the pt was admitted to another medical facility with complaints of periodic rectal discharge since 1999. In 1999 pt had a CT scan as an outpatient. It revealed a leak from the rectal stump which seemed to track into the subcutaneous fascia in the areas of the midline incision, however no longer communicated cutaneously, but rather tracked and seemed to be continued. There was no leakage into the longer communicated cutaneously, but rather tracked and seemed to be continued. There was no leakage into the abdominal cavity, it seemed to be confined and in continuity with the rectum, indicating a probable sinus tract on CT. Pt was placed on antibiotics but pt's temperature remained between 102 - 103, so pt was admitted for IV antibiotics. The sinus tract drained completely from the rectum. Pt remained afebrile for 48 hrs and was discharged in 1999 with home health care for administration of IV antibiotics. The pt has reportedly recovered without sequelae and the physician has stated the event as possibly related to seprafilm.